Manufacturer narrative:
We have received your complaint regarding the above-mentioned device and would like to thank you for supporting us in our market surveillance. Till today, we have not received the medical product for analysis and were therefore unable to examine it. The analysis is thus based on a study of the production documents of the product complained about and a study of the supplied x-ray images. The supplied x-ray images, taken on (B)(6) 2019, showed the lead in the implanted state with extended helix and provided no further information to determine the cause of the observed dislocation. If additional relevant information or the device itself should become available, please send these to us also. The incident will then be updated accordingly.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the day after implantation this lead got dislodged. This lead was successfully repositioned.